Event description:
It was reported that the burr became stuck in the lesion. The 75% stenosed, 20mm in length, lesion was located in the severely calcified, moderately tortuous and 3.0mm in diameter left anterior descending (lad) artery. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During the procedure, the burr kept moving forward and backward during the ablation and about 12,000rpm speed went down during use. It was noted that the burr became stuck on the lesion. The device was withdrawn by rotating the burr and was removed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The complaint unit did not reach any speed as the turbine would not rotate. The complaint advancer was dismantled and a melted ultem and a corroded turbine were noted. Product analysis of the device showed signs of corrosion in the turbine. When saline solidifies it can cause corrosion in the turbine housing of the advancer unit. Saline is used in the clinical setting to ensure the functional use of the device. Sterile water is used for the functional testing of the units in the manufacturing facility. It is probable that this corrosion occurred during the return of the device back to site for investigation. The burr was microscopically examined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states "always keep the burr advancing or retracting while it is rotating. Maintaining the burr in one location while it is rotating may lead to excessive tissue removal or damage to the rotablator system.¿ (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The 75% stenosed, 20mm in length, lesion was located in the severely calcified, moderately tortuous and 3.0mm in diameter left anterior descending (lad) artery. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During the procedure, the burr kept moving forward and backward during the ablation and about 12,000rpm speed went down during use. It was noted that the burr became stuck on the lesion. The device was withdrawn by rotating the burr and was removed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).